Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis or hemorrhage; however, the treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 8fr. Reportedly, the first proglide was inserted with no issues. A second proglide was placed; however, after the footplate was moved to its original position, during removal, the footplate caught on the arterial wall causing it to tear. It was believed the footplate did not retract completely back inside of the device and the footplate was still in the open position. Manual arterial compression was applied for 15 minutes to control the bleeding. The sheath was upsized to 12fr and the aaa procedure was completed. At the end of the procedure, when attempting to tighten the sutures, a suture break occurred. Another proglide was used but hemostasis was not achieved. A sheath was inserted into the sfa below the original access site to assess the damage to the artery-no obvious damage was noted. Manual arterial compression was applied for 20 minutes until hemostasis was achieved. A blood transfusion was given. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure.